Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the vacuum port on the probe wipe block plugged, causing diluent to leak from the probe during the rinsing cycle. The fse replaced the probe wipe block which resolved the leak. To resolve the aperture alerts, the white blood cell (wbc) and red blood cell (rbc) baths along with the vacuum isolator chamber (vic) were bleached and the mixing check valves were replaced. The fse replaced all the filters as part of preventive maintenance. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that a quarter size puddle leak from the probe of the coulter ac*t diff hematology analyzer after a shutdown cycle. The leak was not contained within the instrument. The customer cycled a startup after the leak was observed; the startup passed without issues. The customer then ran controls; control results recovered red blood cell (rbc) aperture alerts along with mean corpuscular volume (mcv) out of range for the low control. The customer stopped using the instrument after not being able to get the controls to pass. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.